Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal clonidine, hydromorphone and fentanyl (all unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient reported varying and longer lockout times. The patient stated he was supposed to be able to get a bolus once every 2 hours, up to 4 a day. The patient sometimes it says he has to wait for example, 4 hours and 16 min our 2 hours. The patient also stated that he was not getting any relief from the boluses. The patient had their printout and the agent confirmed the dose restriction interval (dri) was 4 every 24 hours and explained dri and why he could get locked out longer than 2 hours. The patient's wife stated that they were concerned the personal therapy manager (ptm) was not delivering the boluses because there were more medication in the reservoir than expected at ref ills and lack of pain relief. The agent explained that if the bolus said it was delivered, the ptm was working and reviewed the possibility of ruling out a catheter issue.